Event description:
On (B)(6), I was using the (B)(6) brand personal steam inhaler to help with my cold as we were going on vacation the next day. My 10 year was using it as well and had used it 30 minutes before the incident. The boiling water sprayed my face. I had 1st and 2nd degree burns. It even burned up my nose. Yes, you may include my report with any attachments on (B)(4). Document number: (B)(4). Report number: (B)(4).